Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # 743c95. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one gst60w reload present. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution for tissue trauma- intervention required & hemostasis intervention: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. For would not reverse knife automatic & would not reverse button force: slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. For manual override would not work: to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. For would not open: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The manual override was totally functional and worked without any issue noted during functional test. Device history review: a manufacturing record evaluation was performed for the finished device batch number 743c95, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2024. Additional information was requested and the following was obtained: what were the indications for the procedure?: liver resection for possible cholangiocarcinoma please confirm the procedure.: left hepatectomy was the left hepatic vein skeletonized and taken individually or transection with surrounding lever parenchyma?: with surrounding parenchyma was the device difficult to close?: no ,device closed as normal. I have been using it for 9 years. Any unusual sounds during firing processes?: I cannot re call any such voice any metal or plastic clips used in the procedure prior to the firing?: not in the area where stapler was being used. What trouble shooting steps were attempted to open the device prior to the device being cut out? Yes they were attempted, but did not work.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: patient status: discharged procedure name: liver resection events ((B)(6) account); ¿ used echelon between 8-9 years ¿ used white reload on left hepatic vein and liver parenchyma ¿ knife became jammed when returning to knife dock following stapling (distal to proximal direction) ¿ knife reverse button engaged, did not work ¿ manual override engage, became jammed. Knife did not return ¿ device jam caused a hole in the inferior vena cava (ivc) ¿ surgeon unable to confirm that they saw a staple line in situ due to blood covering site ¿ 500ml blood loss in 40 seconds (will review notes to confirm whether blood transfusion was required) ¿ to resolve, had to clamp vasculature, cut out device and specimen using scalpel ¿ patient stabilised this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver resection procedure, stapler became stuck whilst in use on a vessel during a liver resection. Manual override function attempted which also remained stuck. No further details were provided. No patient consequences reported.